Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient experienced of blurred vision both distance and near. The lens has been exchanged in a secondary procedure. The clinical reason mentioned as mechanical defect.